Event description:
MFR's rep reported a pump implanted subfascially eroded backwards into abdominal cavity. Pt reported to be in "perpetual motion." Implant done using loops to anchor pump - no dacron pouch used. F/u with hcp revealed pt presented with low abdominal pain, inability to void and no bowel movement for 4 days. X-ray of abdomen showed the pump in the pelvis. CT done to confirm pump position. Pump had eroded through muscle and fascia into the abdominal cavity and had dropped into the pelvis. Pump was found resting on the bladder. Pump position was revised and implanted subcutaneously. On f/u the pt is doing better but has lots of spasticity which was considered related to pain of large surgical wound. Some redness of wound. Concerned about possible infection. Receiving antibiotics.